Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced blood glucose (bg) levels ranging from 300-450mg/dl and moderate levels of ketones. The customer delivered correction boluses and administered manual injections to address the bg levels. The customer would change their supplies in order to resolve their occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer reported that manual injections would be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to different issue identified.